Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1900235 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic fundectomy, a clip was loaded in closed condition. The user tried to load again outside the patient body however, the same issue occurred. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly as it was unable to latch onto the top jaw. Upon further examination, it was observed that a buildup of biological material was stuck in the top jaw. The buildup of biological material was manually removed , and another attempt was made to fire the device. Resistance was felt upon engaging the trigger and a double feed occurred. The next clip was also out of position in the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip loaded in closed condition" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the clips were unable to load properly. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that during laparoscopic fundectomy, a clip was loaded in closed condition. The user tried to load again outside the patient body however, the same issue occurred. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.